Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the sample. Visual examination of the sample with magnification showed that there were no irregularities or foreign material on the sample. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Material#: 309680, batch#: 3179347. It was reported by the customer that there was a dirt like substance on the syringe just above the plunger on the inside of it. Mat: 309680, lot: 3179347, issue found on (B)(6) 2023. No patients were involved and there is no harm or adverse event to report. There was a dirt like substance on the syringe just above the plunger on the inside of it. This was opened from a bulk convenience pack within the confines of the IV room hood in a sterile environment. Product is available to send back to us for evaluation. Response received on 17-oct-2023: 1. Please confirm the quantity of defective syringe inspected. 1 syringe in kit. 2. Is the dirt able to be removed or embedded on the syringe? Yes, was wipable with an alcohol wipe- included in returned product. 3. What did the fm look like? (Color / size, liquid like or powder like) about 5mm, brown in color, like mold or dirt.

Event description:
It was reported that dirt was found in the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray near the plunger. The following information was provided by the initial reporter: "no patients were involved and there is no harm or adverse event to report. There was a dirt like substance on the syringe just above the plunger on the inside of it. This was opened from a bulk convenience pack within the confines of the IV room hood in a sterile environment."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.